Event description:
Device issue: none. Adverse event: stroke, mi treated with medication. Onset of adverse event: after the procedure. It was reported via a trial that on (B) (6) 2010 that an absolute pro biliary stent was implanted in the left internal carotid artery. Two hours after the procedure, the patient experienced right arm drift, right arm ataxia, mild aphasia, mild slurring of words, and right partial gaze paralysis. No treatment was provided and the patient displayed some improvement of right arm strength. A CT scan of the brain was done that showed no hemorrhage, but diffuse small vessel ischemic white matter disease, left insular hypodensity, and right small cerebellar hypodensity. The neurologist indicated a discharge diagnosis of questionable tia versus a small stroke. The patient's neurological symptoms resolved on (B) (6) 2010. Four hours after the procedure, the patient experienced chest pain diagnosed as a non st elevation mi and was treated hyzaar and lopressor. Stress test showed no ischemic changes. There was a decrease in the troponin. The patient's cardiac symptoms resolved on (B) (6) 2010. The patient continued to be monitored until (B) (6) 2010, when discharged home. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. It was also referenced that the procedure was in the left internal carotid artery which the self expanding stent system (sess) is not indicated for. Per the instruction for use the absolute pro sess is intended for palliation of malignant strictures in the biliary tree.